Manufacturer narrative:
One device was received for evaluation. A review of the event history log confirmed the reported error code. Functional testing was unable to duplicate the reported problem. The downstream occlusion sensor, and latch/lock flex sensor were replaced as a preventative measure. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41541.there was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.